Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the spring in the instrument fractured and fell onto the operating table in small pieces. There was no impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.